Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that medication was unable to be delivered with a bd micro-fine¿ ultra¿ pen needle. This occurred on 20 separate occasions to the user, however, the date of each occurrence is unknown. The following information was provided by the initial reporter: according to a customer, the boxes of bd micro fine ultra 4 mm needles with lot number 8163919 contain about 15 to 20 needles that do not allow insulin to pass through, which means that they are clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication was unable to be delivered with a bd micro-fine¿ ultra¿ pen needle. This occurred on 20 separate occasions to the user, however, the date of each occurrence is unknown. The following information was provided by the initial reporter: according to a customer, the boxes of bd micro fine ultra 4 mm needles with lot number 8163919 contain about 15 to 20 needles that do not allow insulin to pass through, which means that they are clogged.